Manufacturer narrative:
The device was returned, evaluated and the evaluation found due to damage on charged coupled device unit, the image disappeared and a noise image occurred during angulation in up/down directions. In addition, the device evaluation found following findings: due to wear of forceps elevator (surgical products), bending section could not be fixed firmly; due to deformation of bending tube, bending angle in up direction exceeded the standard value; label on video connector was peeled; video cable had a buckling; adhesive on bending section cover (a-rubber) had a chip and adhesive around objective lens was peeled. Discoloration was found on light guide (lg) connector, universal cord, switch 1 (sw1) and on the grip. There was a crack on the video connector and on the video connector case. Scratches were found on a-rubber, lg-cover glass, right left lever, video connector, video connector case, sw1, angulation lever, right/left and up/down angulation lever plate, grip and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that with the deflectable videoscope, the screen darkens when the angle was changed. The issue was found during inspection before use for an unspecified therapeutic procedure. The intended procedure was completed, with no delay. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the darkening screen was due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿ "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. [Inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.